Event description:
A malfunction was reported on a pump. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the caller successfully resolved the issue with no recurrence of the malfunction code afterward. The customer was advised to continue using the pump and to contact technical support if the problem reappears.